Manufacturer narrative:
On an unreported date in (B)(6) 2019 the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was still in the hospital and the outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow-up it was reported that the patient was treated with an unspecified antibiotic treatment and recovered from the event in the month following onset. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.